Manufacturer narrative:
(B)(4). Pump passed displacement test, rewind test, basic occlusion test. Unit alarmed insulin pump error during priming at 3.0lbs due to faulty fsr (gold). Unable to perform excessive no delivery test and occlusion test or verifying motor error due to insulin pump error alarm. The motor was tested outside the unit and passed. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump alarmed motor error. The insulin pump was bumped several times. The drive support cap appeared normal. The customer was able to clear and able to rewind insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.